Event description:
Additional information was received indicating that the event occurred with device stimulation during device diagnostics. It was reported that the bradycardia was transient and that implant surgery was continued. No causal or contributory medications preceded the event. The patient does not have a medical history of bradycardia.

Event description:
An article titled "surgical complications of vagal nerve stimulation for intractable epilepsy: finding from 26 cases" was reviewed. The article noted that the patient experienced severe bradycardia and cardiac asystole following test stimulation of the vagal nerve with a stainless steel surgical hook left in place, to extend the operative field. It was believed that the current spread through the hook and stimulated the cardiac branch of the vagal nerve. No additional relevant information has been received to date.